Manufacturer narrative:
Product complaint # (B)(4). Report is for an unknown screws/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal of proximal femoral nail advanced (tfna) for total hip replacement. The surgeon removed near side of the broken locking screw head and partial shaft. The screw shaft was pushed through the nail with a 3.2mm guide wire and was retained in the patient. Nail was removed as planned. The broken mechanism embedded in the patient's bone. Procedure was successfully completed. No patient harm reported. Concomitant device reported: tfna nail (part# 04.037.132, lot# h126764, quantity 1) unknown guide wire (part# unknown, lot# unknown, quantity 1), tfna helical blade (part# 04.038.395, lot# h675525, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).